Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a premature ventricular contraction (pvc) cardiac ablation procedure with an optrell mapping catheter with trueref technology and mapping of right ventricle (rv) in a pvc procedure near his was performed. After mapping, when catheter was removed from the patient¿s body, clot like substance was found to be attached near the lumen hole of the optrell. Ablation was not conducted. No adverse patient consequence was reported. During the procedure, there was nothing of particular concern. The physician reported the event back to biosense webster inc. (Bwi) representative after the procedure. Since the event was reported after the procedure, the procedure was continued and completed without any problems. Ablation time was within 60 seconds. Mean contact force (cf) value did not exceed 40 g. Power setting was 35w. The irrigation setting was within the specified range. The system did not present any error message. There were no issues related to temperature and flow on the catheter. The patient was not anticoagulated as the procedure was for right side only. The patient has not exhibited any neurological symptoms since the procedure was completed. The physician does not consider the amount of clot as excessive. The physician did not feel a risk in this case because of the right heart system approach, but if a similar event occurred when approaching the left heart system, it could be a risk.

Manufacturer narrative:
Correction: full UDI has been populated to field d4. Primary UDI number. It was reported that a patient underwent a premature ventricular contraction (pvc) cardiac ablation procedure with an optrell mapping catheter with trueref technology and mapping of right ventricle (rv) in a pvc procedure near his was performed. After mapping, when catheter was removed from the patient¿s body, clot like substance was found to be attached near the lumen hole of the optrell. Ablation was not conducted. No adverse patient consequence was reported. Device evaluation details: the device was returned to biosense webster for evaluation. A visual inspection, and irrigation test of the returned device were performed in accordance with bwi procedures. The device was visually inspected, and thrombus/clot attached on one of the electrode of the device's tip was observed. An irrigation test was performed, and the device was flushing correctly, no obstructed holes were observed. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device number lot 31219275m and no internal actions related to the complaint were found during the review. The thrombus/clot issue reported by the customer was confirmed. The potential cause of the issue cannot be established. The instruction for use (IFU) contains the following warnings and precautions: to avoid char formation on the rings of this mapping catheter, do not apply rf energy when the ablation catheter is in contact with one or more rings of the mapping catheter. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).